Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The ins does not charge. The remote was showing the passive charging screen with the values 100 100 100 and they tried to charge for 45 minutes. The caller indicated that they had talked to a manufacturer representative (rep) about this earlier today. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. Tss spoke with patient's daughter and rep. Tss reviewed purpose of MRI mode, and whether patient has to be in MRI mode to have MRI. Patient's daughter didn't know when patient last recharged. Yesterday, patient's daughter supposedly got into the passive recharge all afternoon, but she never got the normal recharge screen. Rep said they will go see patient june 19th at 8:30 am to troubleshoot further. No symptoms were reported. Additional information was received from the rep, patient (pt), and pt rep. Caller called back repeating information from previous call and that the implant is not charging. Caller mentioned the patient needs an MRI immediately and they are recharging the implant but the implant hasn't been charged for a couple years so it is struggling. Caller noted that they have the recharger over the implant but the controller keeps going back and forth between looking for a device and trying to recharge with the controller light flashing. Caller noted the number values on the screen are all 100s; caller added that after one cycle they got unable to recharge. Patient rep stated that yesterday when the patient moved the number values changed but today they aren't. Agent walked caller through passive recharge mode with the reps equipment and saw no device found and hit try again and got the same thing and then hit recharge; caller reported the number values were all 100 and not moving. Agent had caller move the recharger and caller said they saw 88/100/100. Agent reviewed passive recharge mode with caller; caller asked about MRI and a gent reviewed information. Caller and patient rep were very insistent on patient getting an MRI and asked if the patient could have an MRI without being in MRI mode; agent reviewed information and caller asked for the MRI form. Agent offered and sent MRI form. Agent sent a request to repair to replace the recharger. E-mail from rep received reporting that after troubleshooting with the patient in person they were unable to get the battery recharged. Rep is unsure of the cause, but states it hasn't been charged in months. Rep reports no further troubleshooting actions were taken and the patient was not able to get an MRI.